Event description:
This is a spontaneous case report received on 27-april-2016 from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted for permanent sterilization. The plaintiff was implanted with essure in (B)(6) 2014 and subsequently suffered physical injuries, including but not limited to at least one of the following: severe and persistent pelvic and abdominal pain and cramping, severe and persistent pain to other various parts of her body, abnormal bleeding, dyspareunia, vaginal discharge, vaginal infection, device breakage, fallopian tube rupture, pregnancy, subsequent miscarriage, allergic and or hypersensitivity reactions, migration and perforation of other organs. She had to undergo surgical removal of the device and/or a hysterectomy in or around (B)(6) 2015. Correction on 02-jun-2016 based on initial information: the correct initial receipt date of the case is 27-may-2016. Follow up 14-jun-2016: quality-safety evaluation of ptc ptc global number: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided.. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) inserted and suffered physical injuries. She had to undergo surgical removal of the device and/or a hysterectomy. This case was received through a legal claim which included several plaintiffs; the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering essure removal was required, this case was regarded as incident. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible; a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.

Manufacturer narrative:
Follow up information received on 10-nov-2016: updated quality-safety evaluation of product technical complaint (ptc). This adverse event report is related to a ptc and the bayer reference number (B)(4). The essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU (instructions for use) steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempt to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Sample was not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record and thus were unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. The possibility micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. As a product quality detect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) inserted and suffered physical injuries. She had to undergo surgical removal of the device and/or a hysterectomy. Upon follow-up receipt, it was reported that a displaced essure implant in the left fallopian tube (left essure device in pelvis) and migration of the right essure device were diagnosed through hysterosalpingogram. About 4 months later, she underwent a laparoscopic bilateral salpingectomy. Her operative report stated that the essure coils were in the posterior cul-de-sac, and that these were removed. Almost 1 year later, she had an ultrasound, which revealed a possible foreign body in uterine myometrium and a possible retained coil. Due to ongoing pain and the retained essure coil, the plaintiff underwent a total vaginal hysterectomy and the surgical pathology report further stated that the coiled portions of wire within left cornua consistent with retained essure coil (device breakage) were found. Device dislocation and device breakage are anticipated in the reference safety information for essure and may occur during essure wearing. The exact mechanism and circumstances of their occurrence are unknown. However, considering the event's nature, causality with essure cannot be excluded. This case was regarded as incident, as surgical interventions were required. Additionally, non serious events were reported. An update of product technical analysis was performed with neither complaint sample nor valid lot number. Thus, a product quality defect could not be confirmed but is considered plausible as it cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('[c]oiled portions of wire within left cornua consistent with') and device dislocation ('left essure device in the pelvis /right coil was projecting over the lower right uterine segment / migration of the right essure device was also noted, coiled portions of wire within left cornua consistent with retained essure') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida (2), parity, spontaneous abortion, live birth, urinary tract infection, bleeding genital, dyspareunia, dysmenorrhea, urinary tract infection, backache and acid peptic disease. Concurrent conditions included adenomyosis, chronic cervicitis, pelvic pain, depression, left lower quadrant pain, ovarian cyst, skin lesion, blurred vision, hyperopia and skin lesion removal. Concomitant products included omeprazole. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("severe and constant abdominal pain/immense abdominal pain / worsening pain"), procedural pain ("continues to suffer from pain as a result of the surgery") and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery. Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, device dislocation, abdominal pain, procedural pain and genital haemorrhage outcome was unknown. The reporter considered abdominal pain, device breakage, device dislocation, genital haemorrhage and procedural pain to be related to essure. The reporter commented: removal date discrepancy: (B)(6) 2015. Date(s) of removal: 2015 (bilateral salpingectomy), 2016(total vaginal hysterectomy). Left coil was no longer in the fallopian tube, and the right coil was projecting over the lower right uterine segment. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: displaced essure implant in the left tube; on (B)(6) 2014: results: free peritoneal spillage from the left tube; on (B)(6) 2015: results: left essure device in the pelvis displaced. Magnetic resonance imaging - on (B)(6) 2016: results: artifact within the posterior right endometrium. Ultrasound scan vagina - on (B)(6) 2016: results: possible foreign body in uterine myometrium. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-sep-2020: quality-safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('left essure device in the pelvis /right coil was projecting over the lower right uterine segment / migration of the right essure device was also noted, coiled portions of wire within left cornua consistent with retained essure') and device breakage ('[c]oiled portions of wire within left cornua consistent with') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida (2), parity, spontaneous abortion, live birth, urinary tract infection, bleeding genital, dyspareunia, dysmenorrhea, urinary tract infection, backache and acid peptic disease. Concurrent conditions included adenomyosis, chronic cervicitis, pelvic pain, depression, left lower quadrant pain, ovarian cyst, skin lesion, blurred vision, hyperopia and skin lesion removal. Concomitant products included omeprazole. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), procedural pain ("continues to suffer from pain as a result of the surgery"), abdominal pain ("severe and constant abdominal pain/immense abdominal pain / worsening pain") and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery. Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, device breakage, procedural pain, abdominal pain and genital haemorrhage outcome was unknown. The reporter considered abdominal pain, device breakage, device dislocation, genital haemorrhage and procedural pain to be related to essure. The reporter commented: removal date discrepancy: (B)(6) 2015. Date(s) of removal: 2015 (bilateral salpingectomy), 2016(total vaginal hysterectomy). Left coil was no longer in the fallopian tube, and the right coil was projecting over the lower right uterine segment. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: displaced essure implant in the left tube; on (B)(6) 2014: results: free peritoneal spillage from the left tube; on (B)(6) 2015: results: left essure device in the pelvis displaced. Magnetic resonance imaging - on (B)(6) 2016: results: artifact within the posterior right endometrium. Ultrasound scan vagina - on (B)(6) 2016: results: possible foreign body in uterine myometrium. Quality-safety evaluation of ptc: sample was not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable k) confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. Thee possibility micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. As a product quality detect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 28-aug-2020: pif received: event added: abnormal bleeding. Rcc note added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('[c]oiled portions of wire within left cornua consistent with') and device dislocation ('left essure device in the pelvis /right coil was projecting over the lower right uterine segment / migration of the right essure device was also noted, coiled portions of wire within left cornua consistent with retained essure') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida (2), parity, spontaneous abortion, live birth, urinary tract infection, bleeding genital, dyspareunia, dysmenorrhea, urinary tract infection, backache and acid peptic disease. Concurrent conditions included adenomyosis, chronic cervicitis, pelvic pain, depression, left lower quadrant pain, ovarian cyst, skin lesion, blurred vision, hyperopia and skin lesion removal. Concomitant products included omeprazole. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("severe and constant abdominal pain/immense abdominal pain / worsening pain"), procedural pain ("continues to suffer from pain as a result of the surgery") and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery. Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, device dislocation, abdominal pain, procedural pain and genital haemorrhage outcome was unknown. The reporter considered abdominal pain, device breakage, device dislocation, genital haemorrhage and procedural pain to be related to essure. The reporter commented: removal date discrepancy: (B)(6) 2015. Date(s) of removal: 2015 (bilateral salpingectomy), 2016 (total vaginal hysterectomy). Left coil was no longer in the fallopian tube, and the right coil was projecting over the lower right uterine segment. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: displaced essure implant in the left tube; on (B)(6) 2014: results: free peritoneal spillage from the left tube; on (B)(6) 2015: results: left essure device in the pelvis displaced. Magnetic resonance imaging - on (B)(6) 2016: results: artifact within the posterior right endometrium. Ultrasound scan vagina - on (B)(6) 2016: results: possible foreign body in uterine myometrium. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-jun-2021: medical record received: reporter information added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Follow up information received on 26-sep-2016 consumer via legal claim: this report is considered legal case from this date forward. The plaintiff was (B)(6) at time of the report. Her post-procedure period has been marked by severe and constant abdominal pain. Plaintiff never experienced such immense abdominal pain prior to undergoing the essure procedure. On or around (B)(6) 2014, plaintiff underwent a hysterosalpingogram (hsg) which showed that the essure implant was present on the right with no spillage from the right fallopian tube region, and a displaced essure implant in the left fallopian tube, projecting over the inferior aspect of the pelvis, with leakage from the left fallopian tube. Plaintiff then presented to emergency room on or around (B)(6) 2014, with complaints of constant, severe and sharp pain on the right diffuse abdomen. She underwent an ultrasound of her gallbladder, which was normal, and was discharged. On or about (B)(6) 2014, she underwent a follow-up hsg, which showed free peritoneal spillage from the left fallopian tube with an anomalously located essure device. She underwent a third hsg on or around (B)(6) 2015, which again showed an anomalously positioned left essure device in the pelvis displaced from the left fallopian tube, with free spillage of contrast from the left fallopian tube. A new finding of migration of the right essure device was also noted, with free spillage from of contrast from the right fallopian tube. On or about (B)(6) 2015, she underwent a laparoscopic bilateral salpingectomy. Her operative report states that the essure coils were in the posterior cul-de-sac, and that these were removed. She then had a transvaginal ultrasound on or around (B)(6) 2016 for pelvic pain, which revealed a possible foreign body in uterine myometrium, essure coil. The ultrasound report also stated that there was a possible retained coil. A follow-up MRI was performed on or around (B)(6) 2016, which showed susceptibility artifact within the posterior lateral right uterine endometrium presumably represents essure device within the interstitial portion of the right fallopian tube. Due to ongoing pain and the retained essure coil, the plaintiff underwent a total vaginal hysterectomy on or around (B)(6) 2016. The operative report stated that the specimen was partially dissected to locate the essure coil, which was located in the myometrial portion of the cornua and was not within the endometrium or the tubal ostia, it was lying perpendicular to this plane. The surgical pathology report from (B)(6) 2016 further stated that the coiled portions of wire within left cornua consistent with retained essure coil (gross only). Plaintiff continues to suffer from pain as a result of the surgery. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) inserted and suffered physical injuries. She had to undergo surgical removal of the device and/or a hysterectomy. Upon follow-up receipt, it was reported that a displaced essure implant in the left fallopian tube (left essure devic in pelvis) and migration of the right essure device were diagnosed through hysterosalpingogram. About 4 months later, she underwent a laparoscopic bilateral salpingectomy. Her operative report stated that the essure coils were in the posterior cul-de-sac, and that these were removed. Almost 1 year later, she had an ultrasound, which revealed a possible foreign body in uterine myometrium and a possible retained coil. Due to ongoing pain and the retained essure coil, the plaintiff underwent a total vaginal hysterectomy and the surgical pathology report further stated that the coiled portions of wire within left cornua consistent with retained essure coil (device breakage) were found. Device dislocation and device breakage are anticipated in the reference safety information for essure and may occur during essure wearing. The exact mechanism and circumstances of their occurrence are unknown. However, considering the events' nature, causality with essure cannot be excluded. This case was regarded as incident, surgical intervention were required. Additionally, non serious events were reported. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible; a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.